Event description:
Information received by medtronic indicated that the customer received a pump error of 43. Troubleshooting was performed and customer was able to clear the alarm. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.